Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, it was found that the cuff was not properly positioned around the urethra due to poor dissection. Therefore, the aus was removed, a new dissection was performed, the area was remeasured, and a new aus was implanted. No device issues or additional patient complications were reported.